Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the physician had placement difficulty of the lead due to patient anatomy. After the lead was implanted and the pocket was closed, the physician did not like the appearance of the slack/placement of the lead under fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.